Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault and motor fault alarm. At this time there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: the reported complaint was unable to be confirmed or duplicated. The connector header, .50, 50-pos part number: 70422 was received as damaged. The damaged uut was unable to installed in a known good vela test stand therefore no more actions were needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."